Event description:
The facility reports the clip on the sling broke while the resident was being lifted from the floor. The resident was not injured.

Manufacturer narrative:
The sling used was returned to the manufacturer for evaluation and conclusion. The bottom bar of the clip had been broken off. This is inconsistent with stress calculations and pull-to-break tests the indicate the top bar normally would break off when the clip should become overstressed. This only occurs at stress much higher than the swl. These findings are supported by third-party investigation of the three other clips on the returned sling. The other clips were tested and found to break only from 250 kg each onwards. Investigation into previous similar complaints has shown that the breakage of this clip is consistent with mechanical pressure being applied (e.g. During the washing or drying process) and the clips consequently bending, deforming or even cracking before their use. This wear is visible, as it leaves white lines where the deformation occurred. The operating and product care instructions for the lift and sling indicate that the sling is to be checked for deficiencies before each and every use. From the information provided and the examination of the returned sling, the manufacturer concludes the "check before use" policy was not ahered to and appears to be the cause of the patient drop. Previous testing, testing on this particular sling, and previous complaints confirm this conclusion. The manufacturer recommends persons using the slings be retrained to the requirements of the operating instructions.